Manufacturer narrative:
This was initially reported on the summary report dated (B)(4) 2014 under exemption (B)(4). Additionally, it was reported on the summary report date (B)(4) 2014 under exemption (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced urgency, urge incontinence, bowel incontinence, enterocele, rectocele, cystocele and leakage when she coughs. It was also reported that the plaintiff allegedly experienced a product problem. Furthermore, it was reported that the plaintiff died. The cause of death reported were intracranial bleeding, acute myeloid leukemia and pneumonia. Related to manufacturer report #: 2183959-2014-18224.